Manufacturer narrative:
The reported event of difficult to remove the atrial and ventricular leads from the header was confirmed. Analysis revealed there was blood accumulation in the connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector ports and the surfaces of the lead body. This made the leads difficult to remove. The setscrews had no effect on lead removal since they had been untightened normally by the physician and the leads still were difficult to remove from the header. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector at time of implant.

Event description:
It was reported that the patient presented to the hospital for a scheduled generator exchange procedure. During the procedure, it was noted that the right atrial (ra) and the right ventricular (rv) leads were difficult to be removed from the pacemaker's header and the setscrew had failed to be disconnected. The ra and rv leads were disconnected successfully, the pacemaker was replaced, and the leads were connected to the new pacemaker. The patient was stable throughout the procedure.